Event description:
It was reported that during reprocessing of the grasping retractor instrument, it was noted that the tips of the instrument did not come together. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument installed on an is3000 inhouse system passed recognition and engagement passed. The instrument moved intuitively with a full range of motion in all directions and the grips opened and closed properly. Performance testing found no issues. The tips were in their intended position and came together properly when grasping. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .134 - .775 in length and were not aligned with the tube axis. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.